Event description:
It was reported to philips that the system's host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed that the host pc was unable to turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found host pc was not booting intermittently. To resolve the issue, the fse replaced the host pc. The defective part was sent for analysis, for host pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.